Event description:
It was reported that the patient presented in the clinic for a follow-up with occasional episodes of dizziness, chest discomfort, and shortness of breath. Upon interrogation, the right atrial (ra) lead was unable to capture, and diagnostic imaging confirmed that the ra lead had become dislodged. Additionally, the right ventricular (rv) lead exhibited poor sensing. Both ra and rv leads were explanted and replaced. The patient was in stable condition.